Manufacturer narrative:
No medwatch form was received.

Event description:
During follow-up, the physician wanted to check shock impedance. The iegm showed a shock of 12.5j, but the impedance was n/a. The device analysis found the output circuitry shorted consistent with lead damage.